Event description:
The customer reported getting opcheck therapy and pacer failures.

Manufacturer narrative:
(B)(4): the customer reported the device was not registering pads or pt cables. The unit was evaluated at philips where the symptom was verified. The therapy port and therapy cable were replaced to address the issue.